Manufacturer narrative:
(B)(4). The device was not returned to physio-control for evaluation. A third-party service agent evaluated the device and verified the reported issue. The third-party service agent will replace the therapy pcb assembly. Once proper device operation has been confirmed through functional and performance testing, the device will be returned to the customer. UDI - (B)(4).

Event description:
A third-party service agent contacted physio-control to report that the device from one of their customers had its service led illuminated. The device had logged an event code into its memory that is indicative of an electrical short on the therapy pcb assembly, causing the device not to (properly) shock. There was no report of patient use being associated with the reported event.